Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal], chronic fatigue [chronic fatigue], memory loss [memory loss], speech difficulties [speech disorder] , neurological disorders [neurological disorder nos], muscle pain [muscle pain], joint pain [joint pain]. Case narrative: this spontaneous case describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fatigue ("chronic fatigue"), amnesia ("memory loss"), speech disorder ("speech difficulties"), nervous system disorder ("neurological disorders"), myalgia ("muscle pain") and arthralgia ("joint pain") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered amnesia, arthralgia, fatigue, medical device removal, myalgia, nervous system disorder and speech disorder to be related to essure administration. The reporter commented: several thousand of them have reported serious adverse effects to authority such as chronic fatigue, memory loss, speech difficulties, neurological disorders, muscle pain, joint pain, etc. More than 30,000 of them have already resorted to the removal of the implants, requiring major surgery. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] chronic fatigue [chronic fatigue] memory loss [memory loss] speech difficulties [speech disorder] neurological disorders [neurological disorder nos] muscle pain [muscle pain] joint pain [joint pain]. Case narrative: this spontaneous case describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fatigue ("chronic fatigue"), amnesia ("memory loss"), speech disorder ("speech difficulties"), nervous system disorder ("neurological disorders"), myalgia ("muscle pain") and arthralgia ("joint pain") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered amnesia, arthralgia, fatigue, medical device removal, myalgia, nervous system disorder and speech disorder to be related to essure administration. The reporter commented: several thousand of them have reported serious adverse effects to authority such as chronic fatigue, memory loss, speech difficulties, neurological disorders, muscle pain, joint pain, etc. More than (B)(4) of them have already resorted to the removal of the implants, requiring major surgery. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jun-2025: quality safety evaluation of product technical complaint. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.